Event description:
It was reported that there was a last error code alarm that occurred. The fault occurred while checking before in use with the patient. It was reported that there was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. Review of the event history log (ehl) showed error 1144 occurred during pump operation on (B)(6) 2024. A functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was due to the mainboard. As a result, the mainboard was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.